Event description:
It was reported that during a procedure, the asceptic battery housing opened and the non sterile battery fell onto the instrumentation table. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and the complaint was not verified. The product conformed to specs. It is possible that the latch was not fully engaged by the operator prior to use. The product was scrapped.